Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was replicated. The dovetail bracket was tightened to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed.the root cause of the reported event can be attributed a loose dovetail bracket. How or when the dovetail bracket became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a loose dovetail. Additional information has been requested.